Event description:
Had vaporizer on all night. 5 yr old son touched/played with it - screamed. Mother went to investigate. Insert was out of water without plastic shield. Mom unwittingly picked it up touching the metal parts and was badly shocked. Problem - vaporizer designed so that plastic shield comes off.